Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. A supply change was performed to resolve the issue. Reportedly, when the alarms occurred, the amount being delivered for a bolus varied on different occasions. Tandem technical support advised that the difference in bolus amounts was possibly due to the occlusion alarms being declared which suspended insulin delivery. Blood glucose level was over 600 mg/dl, and was addressed by administering a manual injection and changing the infusion set. Although requested, the customer declined to upload the pump data logs for a log review to be performed by tandem technical support.